Manufacturer narrative:
Samples received: 1 open pouch with the needle detached and 9 closed pouches (to be analyzed along with (B)(4) complaint). Analysis and results: there are no previous complaints of this code batch (two complaints received at the same time from the same hospital). (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. We have received 9 closed samples and an open pouch (used) with the needle detached from the thread. Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment strength of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: claim is justified for isolated detached needles, although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It is reported that during surgery two needles detached from the thread. There was no harm to the patient.